Event description:
Related manufacturer reference number: 2017865-2022-13680. It was reported that the patient presented in the clinic. Upon interrogation, the atrial lead exhibited noise oversensing which resulted in an inappropriate auto mode switch, and the right ventricular (rv) lead exhibited noise oversensing. The atrial and the rv lead were explanted and replaced. The patient was stable throughout.